Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery - battery depletion-normal.

Event description:
The report indicated that the patient was hospitalized with third degree av block and an escape rhythm of 38 bpm. Device interrogation revealed battery depletion. The patient was treated with an external pacemaker and later, the device was replaced by another pacemaker. After device replacement, the patient experienced severe complications, including pneumothorax and pneumonia following the hospitalization. The patient died. Follow-up information on 03-feb-06 indicates that the patient's last follow-up was in may, 2005, due to preparation for a hip surgery. The device had to be exchanged, despite the patient's poor health status. Shortly after device exchange on 12-dec-2005, the patient died. We have no information to suggest a causal relationship between device performance and the patient death.